Event description:
It was reported that during an ipg relocation procedure, impedance check revealed increased impedance on one lead. As such, the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported high impedance was confirmed. Microscopic inspection of the returned lead had all its internal wires broken, that would cause impedance issues that will results in ineffective therapy. DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the DHR review performed, there is no indication there is an escape from manufacturing.